Manufacturer narrative:
Investigation description. Complaint was confirmed through engineering logs. The engineering logs indicated that the device was not charging while on a charging pad. The issue is likely due to a power circuit issue of the mainboard. As a precaution, the mainboard will be replaced.

Event description:
It was reported that an ilet failed to charge despite the charging pad light illuminating, after the user confirmed no case on the device and attempts with multiple outlets, consistent with a device battery problem involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.